Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The expiration date is not available due to the lot number not being available. If the device returns, a device investigation will be performed. Initial reporter information such as the name, phone and email address are unknown. The device manufacturer date is not available due to the lot number not being available. Information regarding patient age, gender, weight, race, ethnicity, and medical history were not provided. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that the embotrap ii 5 x 21 revascularization device (et007521 / lot number not available) could not be introduced through the microcatheter during the procedure. The physician removed the microcatheter. There was no report of any patient injury or adverse event.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). [Conclusion]: the healthcare professional reported that the embotrap ii 5 x 21 revascularization device (et007521 / 17g113av) could not be introduced through the microcatheter (rebar 18, medtronic) during the procedure. The physician removed the microcatheter. There was no report of any patient injury or adverse event. The embotrap ii revascularization device was returned with the rebar 18 microcatheter. The investigational findings are documented below. Investigation summary: the embotrap ii 5x21 device was returned contained inside the unit carton. The device was in its insertion tool inside its packaging hoop. A medtronic rebar 18 microcatheter was also returned with the device. The return device and the microcatheter were visually inspected prior to completion of disinfection. There was kinking observed at the midsection of the embotrap outer cage. The rebar 18 microcatheter was not damaged. Post disinfecting, the device was inspected under high magnification. All bonds were observed to be undamaged. Distal tip and proximal coil were undamaged. All gold markers were intact and undamaged. The outer cage and inner channel were inspected. There was no damage identified to the inner channel. There were kinks observed on four (4) struts at the middle section of the embotrap device. This damage is consistent with the device being pushed against resistance. The rebar 18, medtronic microcatheter was also inspected. No damage was noted along the length of the microcatheter. Inspection of the hub component showed damage to the inner diameter (ID) of the microcatheter. On closer inspection, this was deemed to be delaminated liner. The green liner of the returned microcatheter appears damaged. The returned embotrap device was loaded into the rebar microcatheter. Upon loading, the embotrap, a ¿step¿ was felt at the point of the hub. The embotrap tip was able to progress through the microcatheter with ease on the third loading attempt. A high force was felt when the floating crowns at the midsection of the device was inserted into the microcatheter. The device failed to load and buckled in the hub of the rebar microcatheter. A new embotrap ii device was loaded into the returned rebar microcatheter. The same failure mode experienced with the returned embotrap ii device was replicated. A high force was felt at the point of the floating crowns and the new embotrap device also became buckled in the hub of the microcatheter resulting in the kinked struts. It is concluded that the most likely cause of the reported issue that the embotrap ii 5 x 21 revascularization device (et007521 / 17g113av) could not be introduced through the microcatheter (rebar 18, medtronic) during the procedure, was due to the microcatheter defect leading to an incompatible microcatheter lumen (i.e. Microcatheter lumen < 0.021¿ as a result of a defect). Based on the device history record (DHR) review, there is no indication that the event is related to the device manufacturing process. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective/preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. A review of manufacturing documentation associated with this lot (17g113av) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no non-conformances related to device manufacture or inspection. All product rejected during manufacturing was identified as scrap and properly accounted for. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref no: (B)(4). The purpose of this MDR is to correct the manufacture information. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.